Event description:
It was reported that there is a possibility of cuff leak. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Under visual inspection the sample appeared to be in good condition. The inflation test was done on the received sample. The cuff was inflated and placed under water. An air leak was detected from pilot balloon. There are photographs of the defective device. Root cause is not established at this time. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The investigation will be forwarded to mtij to identify the root cause. Complaint sample was resent to this site.